Event description:
It was reported that during patient use, the ventilator alarmed with low oxygen (o2)pressure. It was reported that the event occurred during patient use. The patient was transferred to an alternate ventilator as a result of the event. No patient harm reported.